Event description:
Device #1: after having been used and set aside temporarily, the electrocautery pen was returned into the pt shoulder. The electrocautery pen spontaneously activated without the buttons being touched. The electrocautery pen was removed from the shoulder and unplugged. The pt was not affected. Device #2: a second electrocautery pen was opened and plugged into the generator where it spontaneously activated before it could be used. The pt was not involved.